Event description:
It was reported that a zekrya bur separated during an extraction procedure and became embedded in the mandibular bone. The pt stayed in a hospital for multiple days during which time the piece was removed surgically.

Manufacturer narrative:
Per condition #1 of exemption, events meeting the definition of a serious injury are required to be reported. Therefore, because intervention was required, this event meets the criteria for reportability.